Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was rerun twice on the same instrument, and the first rerun result was lower and the second rerun result did not match either the initial or the first rerun result. The sample was rerun in triplicate on an alternate instrument, and the results matched and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse aligned the integrated multisensor technology (imt) probe and module, primed the imt fluids, and replaced the imt consumables. Calibration and quality controls were then run, all of which were within range. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.